Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that when opening the echelon jaw, reload was released, it happened several times. "When the recharge was placed in the channel, it was done correctly, but if the jaws were closed and reopened, the recharge would leave the channel, that is, it would not remain fixed. The echelon was changed, the same recharge was used in a new endocutter, and the problem did not occur. There was no issue with staples falling out or protruding from the cartridge, and no problem with cartridge installation." "It was before firing, when the endocutter with closed jaws was passed to the surgeon. He reopened them and the recharge came out, then they tried again with another recharge and the same thing happened, the recharge did not stay in place when the jaw was reopened." "The problem arose before firing." Surgery was delayed by 10 minutes. Changed echelon device and procedure was successfully completed. There was no patient consequence.